Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, proper hemostasis was not achieved after the 5f mynx grip vascular closure device (vcd) was removed from the patient's body. There were no reports of patient injury. The mynx device was prepared and used according to the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath introducer was used. The suitability of the femoral artery was verified via angiography, including the insertion angle of 30-45 degrees. The vessel's diameter was confirmed to be greater than or equal to 5 mm, with little tortuosity. The stick location was the common femoral artery (cfa), and there was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression, which lasted less than 30 minutes. Pulsatile bleeding from the puncture site was immediately noted upon removal of the advancer tube. The patient has since recovered. The device will be returned for evaluation.

Manufacturer narrative:
Corrected data: primary unique device identification (UDI) number was updated. Complaint conclusion: as reported, proper hemostasis was not achieved after the 5f mynxgrip vascular closure device (vcd) was removed from the patient's body. There were no reports of patient injury. The mynx device was prepared and used according to the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath introducer was used. The suitability of the femoral artery was verified via angiography, including the insertion angle of 30-45 degrees. The vessel's diameter was confirmed to be greater than or equal to 5 mm, with little tortuosity. The stick location was the common femoral artery (cfa), and there was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression, which lasted less than 30 minutes. Pulsatile bleeding from the puncture site was immediately noted upon removal of the advancer tube. The patient has since recovered. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The syringe was received connected to the device. The sealant, procedural sheath, and advancer tube were not returned with the device. In addition, the balloon was observed fully deflated. The sealant sleeve protecting the sealant was noted near the distal end of the received device. The device was inspected for anomalies that may have contributed to the reported incident, and no anomalies were observed. Dimensional analysis was performed to verify the distance between the shuttle tip and the inflated balloon, and it was verified to be within specification. The sealant and advancer tube of the returned device were not returned; therefore, no deployment test could be performed on the returned device. However, the shuttle cartridge was able to be advanced and retracted to the black handle without issue during this functional analysis. No visual non-conformities were observed on the returned device. Per microscopic analysis, visual inspection at high magnification verified the presence of the slit in the outer cartridge. The reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received) with no damages/anomalies noted that could be attributed to the reported failure. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. According to the product¿s IFU, which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.